Event description:
It was reported to philips that the therapy capacitor is defective.

Event description:
It was reported to philips that the operational check test failed. There was no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2022-01201. Device investigation is pending further information and/or return of the device.